Event description:
Event description guidant received information that this endotak transvenous defibrillation lead sustained a fracture. The lead was removed from service and replaced with a new lead. The patient has an existing non guidant ICD.